Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid 20 mg/ml; 3.934 mg/day via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). O ther medications the patient was taking at time of the event were not available. Patient weight and medical history were asked and will not be made available. The date of the event was (B)(6) 2018. It was reported the pump was alarming in the morning on (B)(6) 2018; first with a non-critical alarm (single alarm) then with a critical alarm (dual). The patient was not currently experiencing withdrawal symptoms. The patient was advised her to go to her physician to have the alarm and manage accordingly. No environmental/external/patient factors may have led or contributed to the issue. Electromagnetic interference (emi) was being ruled out as the cause of the stall. No symptoms were reported. The pump was not refilled recently, possibly about a month ago knowing that it was going to be replaced. The last pump refill was (B)(6) 2018 and the pump reservoir was not fully filled at that time. The pump was interrogated and per the event logs a motor stall occurred (B)(6) 2018 at 0820 with no recovery; no other anomalies were confirmed. The reservoir volume was 28.8 ml on (B)(6) 2018 per the 8840. Surgical intervention was scheduled for a pump replacement on (B)(6) 2018 for normal battery depletion but not sure that is related in any way to the alarm/event on (B)(6) 2018. No interventions/actions were taken to resolve the issue. Patient status was alive - no injury. The issue was not resolved. The pump was previously delivering morphine (unknown concentration) 4.5 mg/day. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found gear train anomaly; corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The cause of the motor stall was not determined. It was unknown if a tube set occurred.